Event description:
Related voluntary medwatch form mw5167088 received states: it was reported that high out of range shock impedances were noted on the right ventricular (rv) lead. The device properly displayed an alert for the out-of-range measurement. Technical services (ts) advised the patient to follow-up in clinic. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5167088.